Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following section could not be completed with the limited information provided. Date implanted - (B)(6) 2009. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
It was reported that patent underwent total right hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2015 due to pain and mechanical complications. It was noted that there was no adverse reaction to metal debris. The modular head and acetabular shell were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found returned product to be within appropriate design specification. A conclusive root cause could not be determined.